Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcx. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci. Cec adjudicated stent thrombosis no event.

Manufacturer narrative:
Patient is a previous smoker. Index procedure was prompted by stable angina. If information is provided in the future, a supplemental report will be issued.